Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced inappropriate therapy from their implantable cardioverter defibrillator . The clinician claimed the event was caused by oversensing of external magnetic interference from a massaging device. Clinician also noted that patient exhibited non-sustained right ventricular oversensing alerts caused by post-paced t-wave over-sensing on the same implantable cardioverter defibrillator. No intervention was performed, patient will continued to be monitored. Patient condition was stable after both events.